Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9091-01 hindfoot nail is not lining up correctly. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-9091-01 outrigger targeting guide batch number: 5572034 was received for investigation. - visual evaluation noted surface damage on the device, specifically around the diameter of the calcaneal and talar screw entries. - the most likely cause for the reported failure can attributed to misuse due to applying excessive forces to the device. - refer to investigation photos. - complaint allegation is confirmed.